Event description:
It was reported a post procedural thrombus occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). At a routine follow up examination forty five (45) days post index procedure, (B)(6) 2023, a device related mobile thrombus was identified via transesophageal echocardiography (tee). The patient was instructed to continue warfarin.